Event description:
It was reported that it was not possible to introduce the polyurethane introducer into the vein, due to a kinking of the introducer. It was further indicated that there was a hematoma at the puncture site and the location needed to be changed; left carotid puncture was performed. An intravenous line had been used.

Manufacturer narrative:
The actual complaint product was not returned to edwards for analysis. One sealed catheter of the same model number was returned. Examination of the unused, sterile ava catheter sheath revealed no abnormalities or damage. The dilator was examined and also found to have no damage. The dilator was placed through the ava valve and advanced through the sheath tip. The transition between the sheath tip and dilator was clean and smooth. The sheath was cross sectioned and measured. The ID, od and wall thickness were measured and all were found to be within specification. There is no evidence of a manufacturing defect. The root cause for the reported difficulties cannot be determined, however, kinking of the device is most frequently due to patient's anatomy and/or insertion technique. The lot number was provided and a device history record review was completed; the device met specification upon distribution.